Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to lead incurred damage in the electrode end. The mannitol coated tip pulled off when removed from the introducer. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance which indicated that the lead conductors were intact. Visual inspection showed a deformed helix that was stretched-out likely implant damage. There was no mannitol present on the helix.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to lead incurred damage in the electrode end. The mannitol coated tip pulled off when removed from the introducer. The lead was never in service. No adverse patient effects were reported.